Event description:
Seizures [seizures] ([limb hyperextension], [stiffness]). Fading/fainting [fainting] . General referring pain in chest and back [chest pain] . Back pain [back pain] . Case narrative: initial information received on 08-oct-2018 regarding an unsolicited valid serious case from mexico received from a healthcare professional. This case involves a 35 years old female patient (165 cm and 56 kg) who experienced seizures, fading/fainting, general referring pain to chest and back, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included allergy to vitamin b12.the patient's past medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included indapamide (indaflex) and velian. On (B)(6) 2018 at 10 o'clock, the patient was administered synvisc one on both knees (hylan g-f 20, sodium hyaluronate) 5 ml 1x intra-articular (with an unknown batch number) for osteoarthritis and for the diagnosis of bilateral chondromalasia under informed consent and sterile technique. It was reported that on (B)(6) 2018, before synvisc one application, anesthesia was performed with cloraprep, 1.5% lidocaine was applied in the inferiomedial portal of the right knee and the application of synvisc one close to reaching 5 ml. On the same day, during synvisc one administration, patient experienced fading and a reaction similar to a seizure with hyperextension of the arms, stiffness 10 seconds and was assisted with oxygen and stimulation. The physician decided to stop treatment and the patient was hospitalized on the same day receiving continuous cardiac monitoring, supplemental oxygen by nasal tips and capillary glucose sampling as a corrective treatment. Stabilization measures were applied and patient was observation for 24 hours in hospitalization for monitoring of signs and surveillance in general referring pain only in chest and back. Doctor in charge constantly monitored her during her stay with vitals taken by cardiac monitor, oxygen placement in nasal tips destroxtix, constant re valuations and frequent visits to the patient. Patient recovered from the adverse event of seizures and fainting on (B)(6) 2018, however, the patient had not recovered from the general pain. Patient was discharged from hospital on (B)(6) 2018 due to improvement of her clinical conditions. No other information was available. Final diagnosis was chest pain, back pain, severe fainting and severe seizures. Action taken: drug withdrawn. Corrective treatment: cardiac monitoring, supplemental oxygen by nasal tips and capillary glucose sampling for all events. Outcome: recovered for seizures, fading/fainting; not recovered for chest pain and back pain. Seriousness criteria: hospitalization for seizure, syncope, chest pain and back pain; medically significant for seizure. Based upon information previously received, the following correction has been amendment: reportable malfunction downgraded to no in product -device screen.

Manufacturer narrative:
Sanofi company comment dated 10-oct-2018: this case concerns a female patient who had received treatment with synvisc one and later on was hospitalized due to seizure, fading , chest pain and back pain. Since events happened during synvisc one administration, therefore a temporal relationship can be established with the product. Moreover, lack of information regarding patient's medical history and concurrent conditions makes the complete case assessment difficult.

Manufacturer narrative:
Sanofi company comment dated 10-oct-2018: this case concerns a female patient who had received treatment with synvisc one and later on was hospitalized due to seizure, fading , chest pain and back pain. Since events happened during synvisc one administration, therefore a temporal relationship can be established with the product. Moreover, lack of information regarding patient's medical history and concurrent conditions makes the complete case assessment difficult.

Event description:
Seizures [seizures] ([limb hyperextension], [stiffness]); fading/fainting [fainting] ; general referring pain in chest and back [chest pain] ; back pain [back pain] . Case narrative: initial information received on (B)(6) 2018 regarding an unsolicited valid serious case from (B)(6) received from a healthcare professional. This case involves a (B)(6) female patient ((B)(6)) who experienced seizures, fading/fainting, general referring pain to chest and back, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included allergy to vitamin b12. The patient's past medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included indapamide (indaflex) and velian. On (B)(6) 2018 at 10 o'clock, the patient was administered synvisc one on both knees (hylan g-f 20, sodium hyaluronate) 5 ml 1x intra-articular (with an unknown batch number) for osteoarthritis and for the diagnosis of bilateral chondromalacia under informed consent and sterile technique. It was reported that on (B)(6) 2018, before synvisc one application, anesthesia was performed with cloraprep, 1.5% lidocaine was applied in the inferomedial portal of the right knee and the application of synvisc one close to reaching 5 ml. On the same day, during synvisc one administration, patient experienced fading and a reaction similar to a seizure with hyperextension of the arms, stiffness 10 seconds and was assisted with oxygen and stimulation. The physician decided to stop treatment and the patient was hospitalized on the same day receiving continuous cardiac monitoring, supplemental oxygen by nasal tips and capillary glucose sampling as a corrective treatment. Stabilization measures were applied and patient was observation for 24 hours in hospitalization for monitoring of signs and surveillance in general referring pain only in chest and back. Doctor in charge constantly monitored her during her stay with vitals taken by cardiac monitor, oxygen placement in nasal tips dextrostix, constant re valuations and frequent visits to the patient. Patient recovered from the adverse event of seizures and fainting on (B)(6) 2018, however, the patient had not recovered from the general pain. Patient was discharged from hospital on (B)(6) 2018 due to improvement of her clinical conditions. No other information was available. Final diagnosis was chest pain, back pain, severe fainting and severe seizures. Action taken: drug withdrawn. Corrective treatment: cardiac monitoring, supplemental oxygen by nasal tips and capillary glucose sampling for all events. Outcome: recovered for seizures, fading/fainting; not recovered for chest pain and back pain. Seriousness criteria: hospitalization for seizure, syncope, chest pain and back pain; medically significant for seizure.